Event description:
Initial info received from a consumer on 09-mar-2010: a (B) (6) female consumer received treatment of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unk] for cosmetic reasons. She used the poly-l-lactic acid in (B) (6) 2008 and reported. That it was wonderful after the swelling went down, she received poly-l-lactic acid again in (B) (6) 2009. The physician used a different technique with the needle. The physician started on the lower part of the cheek and started too low. The left side was fine but within two weeks the right side had a severe droop. She went back for another session and the top was filled and it did not look like the right side. The injections went out too far on the cheekbone and she had a severe hollow look on the right side. She stated that something had gone wrong, and her face looked distorted on the right side and her cheek bones were too big. Which created a severe hallowing on the sides of her face more on the right than the left. She though she had overfill on the cheek since the right side was bigger than the left. She stated she had a puppet mouth and another physician treated her with juvederm gel. No further relevant info reported. Pharmacovigilance comment: (B) (4) company comment, 17march2010: a (B) (6), female, consumer, who had previously administered sculptra with satisfactory results, complained of facial asymmetry following the latter sculptra administration. Further info from the physician is needed for this case, however, it is possible that there was improper injection technique or overcorrection involved.

Manufacturer narrative:
Device qc performed. 3/12/2010. (B) (4) outcome: important medical problem. Adverse event term(s): (note: indented terms are signs/symptoms).